Event description:
Related manufacturer reference number: 2017865-2022-01187. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high capture thresholds. Upon an x-ray, it was observed that the rv and ra leads had become dislodged due to twiddlers syndrome. The rv and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.